Event description:
Physician attempted to use a venaseal closure system during patient treatment. The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. It was reported the guidewire tip frayed on entry and the physician was not able to retract it from the vein when inserting the catheter. Nothing detached off the guidewire. Physician was able to finish procedure with the same kit, however it required a lot of manipulation and undue stress and pain for the patient. There was no intervention required or medication provided due to the pain and stress of the patient. No additional treatment required. No patient injury reported. The patient status at time of report is fine.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.